Event description:
It was reported that air was noted in the tubing to the pt. There was no resultant pt complication.

Manufacturer narrative:
Manufacturer's report date 5/6/1998. Two samples were received and were visually and functionally tested. Both samples were found to leak at the air in line adapter to the pvc tubing due to insufficient solvent being applied during the mfg process. All employees have been made aware of this issue and have been retrained accordingly. This report was filled out by the MFR.